Event description:
The firestar balloon was inflated to 10 atm for 15 seconds. Negative pressure was applied and the balloon was visualized to have low contrast in it, negative pressure was applied again and the balloon still had contrast in it. Then the balloon was removed with ease and visualized to be semi- inflated. The balloon is in the same state as it was when it was removed. The target lesion was located in the mid lad. The lesion was calcified and tortuous. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. Visipaque/ge contrast media was used for the procedure. The contrast to saline ratio was 50/50. A boston scientific inflation device was used for the procedure. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the device through the guide catheter.

Manufacturer narrative:
This complaint is being reported after 30 days from the alert date as it was submitted late from complaint distribution. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from a sales representative indicated that deflation difficulty was encountered with a firestar balloon. The target lesion was the mid left anterior descending artery (lad). The lesion was calcified and tortuous. The 2.0 mm x 10 mm firestar was delivered to the lesion and inflated to 10 atms for 15 seconds. Negative pressure was applied and the balloon was visualized to have low contrast in it, negative pressure was applied again and the balloon still had contrast in it. Then the balloon was removed with ease and visualized to be semi- inflated. The balloon is in the same state as it was when it was removed. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. Visipaque/ge contrast media was used for the procedure. The contrast to saline ratio was 50/50. A boston scientific inflation device was used for the procedure. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the device through the guide catheter. There was no report of patient injury and the device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the customer reported complaint of deflation difficulty could not be confirmed. With the information provide it is not possible to determine an exact cause for the difficulty the customer encountered. There is nothing in the DHR to indicate that there is a design or manufacturing related issue therefore no action is required.